Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 8. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and increased sensitivity. No further patient complications were reported.